Event description:
Procedure: esophagectomy. According to the reporter: the intended procedure was to staple the pharyngeal pouch. The stapler was deployed into the oesophagus, tissue approximated and divided. The stapler fired and cut, but the knife wouldn't retract fully therefore, the stapler would not open and release the tissue. The patient required an open neck dissection and opening of oesophagus to remove the seized stapler.

Manufacturer narrative:
(B) (4).